Manufacturer narrative:
Carefusion has requested add'l info from the user facility on the reported event, status of the patient & the status of the device. As of july 22, 2015, there has been no add'l info provided by the user facility pertaining to that request. (B)(4). A carefusion field service rep was dispatched to the user facility. The field service rep evaluated the device, verified the reported issue & determined that the root cause was that the device's user interface module (uim) was malfunctioning. The carefusion field service rep replaced the user interface module (uim), and ran the device through a complete checkout per the service manual to ensure that it meets factory specifications. Upon completion, the device was returned to the user facility's control ready to be placed back into service. The alleged faulty user interface module (uim) has been received, routed to the carefusion failure analysis lab & staged for evaluation.

Event description:
The user facility biomed, reported, while in use on a patient the device's screen went dark and continued to ventilate the patient. The patient was removed and placed on another device. No patient harm was reported.

Manufacturer narrative:
Failure analysis: avea user interface module (uim) pn: 16950 sn: (B)(4) was received into the carefusion failure analysis lab for investigation. The user interface module (uim) was powered on and it booted-up without issue. The user interface module (uim) was then left to cycle overnight and could not induce a failure. While the user interface module (uim) was cycling the failure analysis lab technician began to physically manipulate it forcefully and this did not cause any issues. I again allowed the user interface module (uim) to cycle for over 72 hours and still could not reproduce the reported issue. The user interface module (uim) was re-loaded with 4.6 software and again had no issues with communication. The covers were then removed and all connections were visually inspected and no loose connections were found. The control pcba pn: 52340 lot/sn: (B)(4) was removed and also visually inspected and no visual anomalies were found. The lcd cable was removed and also visually inspected and no anomalies were found. Findings/root-cause: could not duplicate the reported issue of the screen going dark during operation.